Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. No button error alarm noted during testing. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip and cracked reservoir tube.

Event description:
It was reported via phone call, that the customer received a button error alarm. Customer's blood glucose level at the time 173 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.